Event description:
It was reported that the patient saw an 8476 code on their personal therapy manager (ptm) on the morning of report. The patient had no pain relief. It was unknown if the pump was audibly alarming, but a motor stall was noted as being confirmed. The patient was at home at the time of report and the hcp (health care professional) had no additional information. No interventions, outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).